Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting procedure a dissection occurred. The target lesion was located in the circumflex artery. The target vessel reference diameter was 2.1mm and the lesion length was 6mm. Pre-procedure stenosis was 58%. Post-procedure was 0% stenosis. A liberte stent with a diameter of 2.25mm and length of 8mm was implanted. No information stating if direct stenting was attempted. "Elegtelen expansio" was noted. Due to "dissection miatt", an addition procedure of stenting was performed in the target lesion. The procedure was a technical success. The patient was discharged one day post procedure without current anginal complaints or silent ischemia. Discharge medications included: asa 100mg and clopidogrel 75mg for 6 months. The patient did not experience any major cardiac events.